Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/17/2020. D1,4: corrected data. D4: batch # t5cf0m. Investigation summary the analysis found that one pcee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst45b cartridge reload was received unfired and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It should be noted that a 60mm device is designed to work only with 60mm cartridges. For further loading instructions, please refer to the echelon flex 60 powered IFU. No abnormal noises were noted during functional testing. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. The following information was requested, but unavailable: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? How did the device open?

Event description:
It was reported that during a lap appendectomy, on the first firing with a white reload across the appendix, they were unable to tell if the device fired. Surgeon believes a sound was emitted, but could not confirm the sound. The reverse switch and manual override were attempted and the jaws still would not open. It's unknown if the manual override was attempted before or after the reverse switch. The jaws were eventually able to be opened and the device was removed. The case was completed with another device of the same product code. There were no patient consequences.